Manufacturer narrative:
Additional contact: (B)(6). Occupation: product complaint analyst.

Event description:
Information was received indicating that a smiths medical infusion pump had no disposable alarms when used with cadd cassettes with lot numbers 3965586 and 4052411. There was no patient or clinician injury.